Manufacturer narrative:
The customer reported that they were unable to pace a patient as expected. There was no report of negative patient impact. A philips field service engineer evaluated the device and there was no malfunction. The defibrillator was functioning as designed and intended. The electronic event summary was reviewed by philips quality investigators. This was a user misunderstanding regarding the use of demand mode pacing. Both pads and leads are required to deliver pacing in the demand mode.

Event description:
The customer reported that they were unable to pace a patient as expected. There was no report of negative patient impact.